Event description:
It was reported that a small volume infusor had a brown particle on an unspecified location of its tubing. This was found before use. The device was filled with an unspecified drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from august 11, 2014 - august 12, 2014. Evaluation summary: the device was received for evaluation. During visual inspection a brown particle measuring approximately 0.04 mm in size was observed embedded within the reservoir and not in the fluid pathway. The particulate matter was not large enough to be tested further. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.